Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 swan-ganz catheter with a monoject limited volume syringe. The catheter passed the entire length of an edwards 6f introducer lab sample without difficulty. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. Continuity testing was performed and confirmed both the distal and proximal electrodes were continuous with no open, short or intermittent conditions. No visual damage was found on the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a placement issue was not confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. All invasive procedures inherently involve some patient risks. Although serious complications associated with indwelling catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. Per the IFU, ¿the swan-ganz bipolar pacing catheters are designed for temporary right ventricular endocardial pacing. A distal balloon facilitates insertion by flow-direction. A pair of electrodes at the tip provides capabilities for bipolar pacing and electrocardiographic monitoring. Per the procedure section of the IFU, ¿model d97120f5 is intended for antecubital insertion (or other superior vena cava approaches)¿to facilitate a connection between the catheter and pulse generator, a cable adapter may be required. After stable pacing has been confirmed, aseptically secure the proximal end of the catheter to the insertion site to prevent undue movement, which could result in tip dislodgment and loss of capture, or catheter migration. Take care not to kink the catheter body when securing it.¿ it is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during insertion of a temporary pacemaker in a (B)(6) male smoker, diagnosed with prolonged asystole, the swan-ganz pacing catheter failed to place correctly. The patient had a c-collar in place, causing the neck and subclavian veins to be inaccessible, so a "cfv approach" was used. The swan-ganz catheter was unable to be positioned, resulting in a failure to capture during insertion of a bard temporary pacemaker lead (non-edwards brand). There was no injury or clinical consequence to the patient.